Event description:
In my case, it was not the product, but the protocol that caused permanent problems. I used a well respected lasik center that contracted with my local optometrist. I was evaluated in (B)(6) 2007 and told I was a perfect candidate for monovision lasik correction. For 6 months, my optometrist closely followed and examined my eyes and the stability of corneas. On (B)(6) 2008, the optometrist did the pre-op, including a cycloplegic exam, and faxed the consensus prescription to the lasik center. Unfortunately, there "was a mix-up" in the front office, and the wrong numbers were programmed for my procedure. For the past 2 1/2 years, I have struggled with distorted vision - and have tried over 12 pairs of glasses, 4 pairs of contact lenses, and finally sent to a specialist in reverse geometry lenses. My vision is still a challenge. At this point, the corneal tissue left is approx 430 microns. The original surgeon who preformed the surgery admits that the wrong prescription was programmed - and he did not verify the prescription with the referring optometrist; nor did he do an evaluation himself of my eyes at any time - pre or post surgery. Although I have seen 3 specialists since the experience and they concur that any future lasik treatment would not be advisable, the original doctor is adamant that a simple "enhancement' would be all that I would need to achieve adequate/clear vision. -the doctor nor the center has performed any tests or exams-. The products, to the best of my knowledge, were state of the art and worked as programmed. The disaster resulted in the doctor not using the correct prescription for my eyes. We are now in litigation - and I'm finding that the "system" is constructed to protect the doctor. There is no dispute that the wrong procedure was performed, but the surgeon contends that correction would be simple and that he is not responsible for the mistake. Does the FDA allow this type of protocol to exist - where a doctor can perform laser surgery on a pt without ever having actually examined the pt? - or not verifying records with the optometrist who performed all exams for 6 months prior to surgery? Why is this allowed? I have been treated for depression and have spent (B)(6) in trying to find options to see without distortion. This has been an emotional and physical nightmare.